Event description:
Additional information was received that the patient had an emergency consultation due to pain around the driveline insertion site. There was a suspected abscess observed on computed tomography (CT) scan. The patient underwent surgical debridement and drug therapy was performed. The cause of the infection was determined to be device related.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event took place at (B)(6). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for (B)(6) infection. The device operated as expected and will not be returned.